Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for a molding defect (short shots) was observed, as the presence of an incomplete fill of material on the hemogard closure component was shown. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of a molding defect (short shots) with the completed investigation. Bd determined that the root cause of the indicated failure mode was attributed to when there is an inadequate amount of resin material injected into the cavity of the mold during the molding process or if the gate of the cavity is restricted/plugged causing an incomplete fill of material. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during collection with bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes there was a molding issue with the cap. The following information was provided by the initial reporter, translated from chinese to english: when collecting blood at the hospital's physical examination center on (B)(6), 2023, it was discovered that the green cap of a blood collection tube with product number 367886 and batch number 2259081 was partially missing.